Manufacturer narrative:
Batch review performed on 29 october 2019: lot 186028: 74 items manufactured and released on 13-nov-18. Expiration date: 2023-10-29. No anomalies found related to the problem. To date, 4 items of the same lot have been already sold without any other similar reported event.

Event description:
On (B)(6) 2019, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 2 weeks after previous surgery. The surgery was completed successfully.